Manufacturer narrative:
Correction information was provided in b.5. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information was received and stated, the lens was folded according to the exact method and a company cartridge was used.

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, there was scratch on the implanted iol. Additional information has been requested. There are three medical device reports associated with this report. This is 3 of 3.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.